Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received, one open box with thirty-six unopened samples that pertain to the product code y683h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Did the breakage occur all in one procedure? If not: what is the total number of procedures in which suture breakage occurred? - x3 surgeons, various procedure. How many sutures broke in each procedure? - x1. Surgeons noticed all sutures that broke had the same lot nr. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - not that I am aware of. 2. Did the breakage occur during handling pre-operatively or during use on the patient? (If both, please provide the number of suture breakage for each scenario) - during procedure while suturing. 3. Did the patient(s) experience any adverse consequences? - none reported. Additional information requested based on the response above: if only 1 suture broke across 3 procedures, what does the previously reported quantity of 18 refer to? Three surgeons, various procedures. They did not want to continue using as all the sutures that broke was from the same batch nr. They returned remaining stock for testing and credit as they did not want to take a chance with the others from the remaining batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 18 sutures broke in all 3 procedures? Please clarify.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the thread keeps on breaking without any effort/strain put on suture. No adverse patient consequences were reported. Additional information was requested.